Event description:
It was reported that a pump displayed constant downstream occlusion alarms. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation found the downstream sensor current reading to be in specification without a set loaded. The reading was out of specification with a fluid filled set loaded which caused the alarm. The unit was reworked and re-calibrated.